Manufacturer narrative:
No device or photographs were received; therefore the condition of the component is cannot be confirmed. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. This device is used for treatment. Complaint history search based on the product and lot combination revealed zero additional complaints. The complaint alleged that there was a broken edge on the guide of the augment. The device has been in the field for over three years and 4 months and has been used an unknown amount of times. It was stated that no pieces were retained by the patient and that the broken pieces were thrown away. It is mentioned in the instrument/provisional use, care and sterilization package insert that instruments should be carefully inspected prior to each use. The package insert also states that polymer provisionals may show eventual surface degradation from the heat and chemicals used in cleaning and steam sterilization. It was provided that the surgical technique was followed. The root cause for this issue seems to be wear and tear from use.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the edge of the provisional broke.